Event description:
It was reported the patient had their neurostimulator and tined lead revised. Initially, the patient had a red light at the bottom of their remote control. The patient's 3/4 contact points reveal high impedances. The engineering team was contacted. The physician notified the lead has most likely fractured and the patient would require a lead revision, but the entire system was revised. The lead twisted around itself and barely connected with the ins. The likely cause would have been when the patient experienced a fall after implant.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Correction: block h6 and h11. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for incontinence urinary, leads - fracture, leads - impedance high was determined to be inadvertent/unintentional interaction of the product from when the patient experienced a fall after implant and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the complaint/event.

Event description:
It was reported the patient had their neurostimulator and tined lead revised. Initially, the patient had a red light at the bottom of their remote control. The patient's 3/4 contact points reveal high impedances. The engineering team was contacted. The physician notified the lead has most likely fractured and the patient would require a lead revision, but the entire system was revised. The lead twisted around itself and barely connected with the ins. The likely cause would have been when the patient experienced a fall after implant.